Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a signal artifact monitor (sam) with noise and oversensing, where out of range impedance measurements were exhibited. Measurements have been stable since and technical services (ts) was consulted and provided possible reasons for the exhibited episode. This crt-d remains in service. No adverse patient effects were reported.